Manufacturer narrative:
Bayer case number: (B)(4). Thickening of uterine walls due to her essure implant [endometrial hyperplasia] pain [pelvic pain female] iud noted which appears to be extending into myometrium [embedded device] increased endometrial stripe thickness [endometrial thickening] seizures [seizures] I have epilepsy [epilepsy] punctate right lower pole renal calculus [renal calculus] feeling consistently unwell and believing the surgery did not go well [feeling unwell] hormone issue [hormonal imbalance] hot flashes [hot flashes] depression [depression] anxiety [anxiety] I cry all the time [persistent crying] problem with blood pressure [blood pressure abnormal] sick all the time [feeling sick] it stays irritated [irritability] right flank pain [flank pain] essure insertion & endometrial ablation performed together [medical device monitoring error] experienced significant difficulty after her surgery to remove the device via laparoscopy [complication of device removal]. Case narrative: this spontaneous case was reported by a consumer and describes the occurrence of endometrial hyperplasia ("thickening of uterine walls due to her essure implant"), pelvic pain ("pain"), embedded device ("iud noted which appears to be extending into myometrium"), endometrial thickening ("increased endometrial stripe thickness"), seizure ("seizures"), epilepsy ("I have epilepsy") and nephrolithiasis ("punctate right lower pole renal calculus") in a 54 year-old female patient who had essure (ess205) inserted. Additional non-serious events are detailed below. Product or product use issues identified: medical device monitoring error ("essure insertion & endometrial ablation performed together") and complication of device removal ("experienced significant difficulty after her surgery to remove the device via laparoscopy"). The patient had a medical history of menstrual clots. On (B)(6) 2005, the patient had essure (ess205) inserted. On (B)(6) 2024, 6806 days after essure (ess205) insertion, she experienced endometrial hyperplasia (seriousness criteria hospitalisation and intervention required) and nephrolithiasis (seriousness criterion medically important). Essure (ess205) was removed on (B)(6) 2024. On unknown date she experienced pelvic pain (seriousness criterion medically important), embedded device (seriousness criterion intervention required), endometrial thickening (seriousness criterion medically important), seizure (seriousness criterion medically important), epilepsy (seriousness criterion medically important), feeling unwell ("feeling consistently unwell and believing the surgery did not go well"), hot flush ("hot flashes"), depression ("depression"), anxiety ("anxiety"), crying ("I cry all the time"), feeling sick ("sick all the time"), irritability ("it stays irritated") and flank pain ("right flank pain") and was found to have hormone level abnormal ("hormone issue") and blood pressure abnormal ("problem with blood pressure"). The patient was hospitalised from (B)(6) 2024 for an unknown duration. The patient was treated with hydrocodone (hydrocodone bitartrate), ibuprofen, atorvastatin (atorvastatin calcium), epidiolex (cannabidiol) and janusia (sitagliptin phosphate) as well as surgery (hysterectomy). At the time of the report, the outcomes for endometrial hyperplasia, pelvic pain, embedded device, endometrial thickening, seizure, epilepsy, malaise, hormone level abnormal, hot flush, depression, anxiety, crying, blood pressure abnormal, irritability and flank pain were unknown. The reporter considered anxiety, blood pressure abnormal, crying, depression, embedded device, endometrial hyperplasia, endometrial thickening, epilepsy, flank pain, hot flush, irritability, feeling unwell, feeling sick, nephrolithiasis, pelvic pain and seizure to be related to essure (ess205) administration. No causality assessment was received for essure (ess205) with regard to hormone level abnormal. The reporter commented: consumer went to the emergency room last (B)(6) 2024 and the doctor told her that she has thickening of uterine walls due to her essure implant. She was told that she needs to undergo hysterectomy. Hysterectomy was done last (B)(6) 2024 and they have removed the essure as well. The caller stated that she contacted bayer in september regarding the essure settlement. She mentioned that she now has the necessary documents she obtained from her hcp and is preparing to fax them to essure later today. She is calling to confirm if she has the correct fax number, which was provided to her during her initial call with bayer in september. Additionally, she expressed that she experienced significant difficulty after her surgery to remove the device via laparoscopy, feeling consistently unwell and believing the surgery did not go well. Caller mentioned that everything was taken out. She is having hormone issues and needs to see a counselor. Diagnostic results (normal ranges are provided in parenthesis if available): [ultrasound scan] on (B)(6) 2024: 1. Punctate right lower pole renal calculus. 2. Focal endometrial thickening in lower uterine segment corelates patients symptoms & physical exam. This can be further evaluated with pelvic ultrasound scan. 3. Iud noted which appears to be extending into myometrium. Quality-safety evaluation of ptc: for essure (ess205): no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 08-nov-2024: new events pelvic pain, embedded device, nephrolithiasis, abnormal blood pressure, medical device monitoring error, hot flush, depression, anxiety, crying, epilepsy, seizures, malaise, flank pain, endometrial thickening are added. Lab data added. Patient address details updated. Essure insertion date added accordingly essure product coding changed model 205. Treatment drugs were added. Further company follow-up with the consumer is not possible. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4). Thickening of uterine walls due to her essure implant [endometrial hyperplasia]. Experienced significant difficulty after her surgery to remove the device via laparoscopy [complication of device removal]. Feeling consistently unwell and believing the surgery did not go well [feeling unwell]. Hormone issue [hormonal imbalance]. Case narrative: this spontaneous case was reported by a consumer and describes the occurrence of endometrial hyperplasia ("thickening of uterine walls due to her essure implant") in a 54-year-old female patient who had essure inserted. Additional non-serious events are detailed below. Product or product use issues identified: complication of device removal ("experienced significant difficulty after her surgery to remove the device via laparoscopy"). There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2024 she experienced endometrial hyperplasia (seriousness criteria hospitalisation and intervention required). On an unknown date, the patient had essure inserted. On unknown dates she experienced malaise ("feeling consistently unwell and believing the surgery did not go well") and was found to have hormone level abnormal ("hormone issue"). The patient was hospitalised from (B)(6) 2024 for an unknown duration. The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2024. At the time of the report, the outcomes for these events were unknown. The reporter considered endometrial hyperplasia and malaise to be related to essure administration. No causality assessment was received for essure with regard to hormone level abnormal. The reporter commented: consumer went to the emergency room last (B)(6) 2024 and the doctor told her that she has thickening of uterine walls due to her essure implant. She was told that she needs to undergo hysterectomy. Hysterectomy was done last (B)(6) 2024 and they have removed the essure as well. The caller stated that she contacted bayer in september regarding the essure settlement. She mentioned that she now has the necessary documents she obtained from her hcp and is preparing to fax them to essure later today. She is calling to confirm if she has the correct fax number, which was provided to her during her initial call with bayer in september. Additionally, she expressed that she experienced significant difficulty after her surgery to remove the device via laparoscopy, feeling consistently unwell and believing the surgery did not go well. Caller mentioned that everything was taken out. She is having hormone issues and needs to see a counselor. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 04-nov-2024: new events feeling unwell and device removal complication added. Patient contact details (email address) updated. Ptc local number added. 06-nov-2024: new event hormone issue was added. Caller mentioned that everything was taken out. Further company follow-up with the consumer is not possible. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4). Thickening of uterine walls due to her essure implant [endometrial hyperplasia]. Pain [pelvic pain female]. Iud noted which appears to be extending into myometrium [embedded device]. Increased endometrial stripe thickness [endometrial thickening]. Seizures [seizures]. I have epilepsy [epilepsy]. Punctate right lower pole renal calculus [renal calculus]. Feeling consistently unwell and believing the surgery did not go well [feeling unwell]. Hormone issue [hormonal imbalance]. Hot flashes [hot flashes]. Depression [depression]. Anxiety [anxiety]. I cry all the time [persistent crying]. Problem with blood pressure [blood pressure abnormal]. Sick all the time [feeling sick]. It stays irritated [irritability]. Right flank pain [flank pain]. Essure insertion & endometrial ablation performed together [medical device monitoring error]. Experienced significant difficulty after her surgery to remove the device via laparoscopy [complication of device removal]. Case narrative: this spontaneous case was reported by a consumer and describes the occurrence of endometrial hyperplasia ("thickening of uterine walls due to her essure implant"), pelvic pain ("pain"), embedded device ("iud noted which appears to be extending into myometrium"), endometrial thickening ("increased endometrial stripe thickness"), seizure ("seizures"), epilepsy ("I have epilepsy") and nephrolithiasis ("punctate right lower pole renal calculus") in a 54 year-old female patient who had essure (ess205) inserted. Additional non-serious events are detailed below. Product or product use issues identified: medical device monitoring error ("essure insertion & endometrial ablation performed together") and complication of device removal ("experienced significant difficulty after her surgery to remove the device via laparoscopy"). The patient had a medical history of menstrual clots. On (B)(6) 2005, the patient had essure (ess205) inserted. On (B)(6) 2024, 6806 days after essure (ess205) insertion, she experienced endometrial hyperplasia (seriousness criteria hospitalisation and intervention required) and nephrolithiasis (seriousness criterion medically important). Essure (ess205) was removed on (B)(6) 2024. On unknown date she experienced pelvic pain (seriousness criterion medically important), embedded device (seriousness criterion intervention required), endometrial thickening (seriousness criterion medically important), seizure (seriousness criterion medically important), epilepsy (seriousness criterion medically important), feeling unwell ("feeling consistently unwell and believing the surgery did not go well"), hot flush ("hot flashes"), depression ("depression"), anxiety ("anxiety"), crying ("I cry all the time"), feeling sick ("sick all the time"), irritability ("it stays irritated") and flank pain ("right flank pain") and was found to have hormone level abnormal ("hormone issue") and blood pressure abnormal ("problem with blood pressure"). The patient was hospitalised from on (B)(6) 2024 for an unknown duration. The patient was treated with hydrocodone (hydrocodone bitartrate), ibuprofen, atorvastatin (atorvastatin calcium), epidiolex (cannabidiol) and januvia (sitagliptin phosphate) as well as surgery (hysterectomy). At the time of the report, the outcomes for endometrial hyperplasia, pelvic pain, embedded device, endometrial thickening, seizure, epilepsy, malaise, hormone level abnormal, hot flush, depression, anxiety, crying, blood pressure abnormal, irritability and flank pain were unknown. The reporter considered anxiety, blood pressure abnormal, crying, depression, embedded device, endometrial hyperplasia, endometrial thickening, epilepsy, flank pain, hot flush, irritability, feeling unwell, feeling sick, nephrolithiasis, pelvic pain and seizure to be related to essure (ess205) administration. No causality assessment was received for essure (ess205) with regard to hormone level abnormal. The reporter commented: consumer went to the emergency room last on (B)(6) 2024 and the doctor told her that she has thickening of uterine walls due to her essure implant. She was told that she needs to undergo hysterectomy. Hysterectomy was done last on (B)(6) 2024 and they have removed the essure as well. The caller stated that she contacted bayer on (B)(6) regarding the essure settlement. She mentioned that she now has the necessary documents she obtained from her hcp and is preparing to fax them to essure later today. She is calling to confirm if she has the correct fax number, which was provided to her during her initial call with bayer in september. Additionally, she expressed that she experienced significant difficulty after her surgery to remove the device via laparoscopy, feeling consistently unwell and believing the surgery did not go well. Caller mentioned that everything was taken out. She is having hormone issues and needs to see a counselor. Diagnostic results (normal ranges are provided in parenthesis if available): [ultrasound scan] on (B)(6) 2024: 1. Punctate right lower pole renal calculus. 2. Focal endometrial thickening in lower uterine segment corelates patients' symptoms & physical exam. This can be further evaluated with pelvic ultrasound scan. 3. Iud noted which appears to be extending into myometrium. Quality-safety evaluation of ptc: for essure (ess205): no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 01-dec-2024: quality safety evaluation of product technical complaint. Further company follow-up with the consumer is not possible. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
Bayer case number: (B)(4). Thickening of uterine walls due to her essure implant [endometrial hyperplasia]. Case narrative: this spontaneous case was reported by a consumer and describes the occurrence of endometrial hyperplasia ("thickening of uterine walls due to her essure implant") in a 54 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2024 she experienced endometrial hyperplasia (seriousness criteria hospitalisation and intervention required). Essure was removed on (B)(6) 2024. On an unknown date, the patient had essure inserted. The patient was hospitalised from (B)(6) 2024 for an unknown duration. The patient was treated with surgery (hysterectomy). At the time of the report, the outcome of the event was unknown. The reporter considered endometrial hyperplasia to be related to essure administration. The reporter commented: consumer went to the emergency room last 03/30/24 and the doctor told her that she has thickening of uterine walls due to her essure implant. She was told that she needs to undergo hysterectomy. Hysterectomy was done last 07/18/24 and they have removed the essure as well. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 26-sep-2024: process with initial. 26-sep-2024: process with initial. Further company follow-up with the consumer is not possible. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4). Thickening of uterine walls due to her essure implant [endometrial hyperplasia]. Case narrative: this spontaneous case was reported by a consumer and describes the occurrence of endometrial hyperplasia ("thickening of uterine walls due to her essure implant") in a 54-year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6)2024 she experienced endometrial hyperplasia (seriousness criteria hospitalisation and intervention required). Essure was removed on (B)(6)2024. On an unknown date, the patient had essure inserted. The patient was hospitalised from (B)(6) 2024 for an unknown duration. The patient was treated with surgery (hysterectomy). At the time of the report, the outcome of the event was unknown. The reporter considered endometrial hyperplasia to be related to essure administration. The reporter commented: consumer went to the emergency room last (B)(6) 2024 and the doctor told her that she has thickening of uterine walls due to her essure implant. She was told that she needs to undergo hysterectomy. Hysterectomy was done last (B)(6) 2024 and they have removed the essure as well. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 13-oct-2024: quality safety evaluation of product technical complaint. Further company follow-up with the consumer is not possible. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.